Event description:
It was reported that device detachment occurred. The target lesion was located in the right coronary artery (rca). The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, approximately 50cm of the catheter broke off inside the rca. Balloon trapping was used to successfully remove the device fragment together with the wire and guide catheter. The device was replaced to complete the procedure. There were no patient complications.